Manufacturer narrative:
UDI (di): (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Ref MFR report # 1627487-2014-21646. The pt received two percutaneous leads with the same lot number. It was reported the pt experienced intermittent shocking sensations. X-rays indicated a fracture on one of the leads. Diagnostics indicated multiple invalid impedances values. Reprogramming was unsuccessful. Additionally, the pt stated the ipg would randomly turn on/off. Due to the reported issues, surgical intervention will take place as the next course of action.